Manufacturer narrative:
A complete analysis and testing of the enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, found cannula was bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported a sensor error alert after initialization. The blood glucose reading was 200 mg/dl. He stated that the sensor was fully inserted and flat against the skin. He stated that there was no damage on the connection bridge or pins. A test plug procedure was run and showed that the transmitter was functioning properly. He also reported that he recently had a high blood glucose of 500 mg/dl due to the infusion set cannula being bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.